Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation confirmed the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring on articulation surface has disassociated from post. All pieces were retrieved from the patient and are being returned. Impaction handle actuation tab has broken and the spring has disassociated from handle. All pieces were retrieved from the patient and are being returned. No surgical delay.